Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported dc voltages derived by the power management pcb is missing due to a no power condition. No patient harm reported. Patient information requested.